Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. When one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed critical battery alarms and premature power switching events. Analysis of the device, bat202832, revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of five reports (3007042319-2015-00975, 3007042319-2015-00976, 3007042319-2015-00977, 3007042319-2016-00172 and 3007042319-2016-00173) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the medical staff that a patient experienced power source switching from one port to the other port before the battery was at 25% capacity. The batteries and controller were exchanged. There were no reported consequences or impact to the patient; the patient activity is unknown during the event. No additional information was provided.